Event description:
A trilogy 202 ventilator, international was returned to the manufacturer for predictive/preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 202 ventilator, international device at the manufacturer's service center, the device's event log was downloaded. No alarms sounded at bench run and there were actionable errors located in the logs. The evaluation was carried out, and no fault was found. However, during testing the device failed for a faulty lcd screen. The device's lcd was replaced, and the device was retested. All testing passed and device set to ship mode awaiting dispatch.